Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered one anti-tachycardia pacing (atp) which slow the heart rate; afterwards a second atp was delivered which appeared to speed up the rhythm. The device remains in service. No adverse patient effects were reported.